Event description:
The patient was receiving epoch - bag 4. During the last hour of infusion, the patient noted a drop forming on the filter area of tubing. It was noted on the back of this filter tubing that there are two white circles with tiny looking holes, only one was seen forming a tiny leak with chemo running (running at 21ml/hr). Chemo pad was immediately applied to tubing and pharmacist was called. Pharmacist unaware of this happening with the second bag a couple days ago, but per the patient, this is the same thing that happened with that bag as well. Chemo was stopped with just chemo left in the chamber as it was near completion, placed in chemo bag and taken to floor pharmacist for further evaluation.